Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, 'error code 345' was not reproduced. A review of the event history log revealed system error 345 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream thermistor. The upstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an error 345 (thermistor disparity) that occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.